Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, while the device was being applied on the first stapling of the stomach, the device was able to fire but the staple line was incomplete. The surgical time was extended by more than 30 minutes due to the product problem. They performed a manual suture to resolve the issue in order complete the case.